Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while insulin pump delivers a bolus. The insulin pump was successfully rewound. Customer stated that none of the buttons except the suspend feature would respond during a bolus delivery attempt. It was advised to discontinue use and revert to a back-up plan and that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a loose/shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.